Event description:
It was reported, the patient presented to the emergency room with inappropriate shocks. Interrogation revealed, the right ventricular (rv) lead exhibited far p oversensing. A chest x-ray confirmed, the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.